Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received no delivery and a motor error. The customer stated that they were in a parade and did not notice the alarms until they got home. The customer was assisted with motor error troubleshooting. The customer's blood glucose level was 500mg/dl at the time of the incident and they treated with a manual injection. The customer stated that the drive support cap appeared normal and that the insulin pump was not exposed to high magnetic fields. The customer was assisted in clearing the alarm and performing a rewind and they were able to complete pump rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting for no delivery was performed. The customer stated that insulin did not exit during manual prime but they were able to assemble a new infusion set and reservoir and was advised to rewind the insulin pump. The insulin did not exit again during manual prime. Advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Motor error alarm during the occlusion test and unable to prime during the prime test due to faulty force sensor resistor. The insulin pump passed the operating currents measurement, self test, unexpected restart error test, rewind, basic occlusion test and displacement test. Unable to perform the no delivery test due to motor error alarm. Motor passed motor test. The insulin pump had cracked battery tube threads, reservoir tube lip, belt clip slot and minor scratched display window.